Event description:
It was reported that, after a tha had been performed on an unspecified date, the patient experienced a suspected infection. A revision surgery was performed to confirm / rule out the infection on (B)(6) 2021. Upon dislocation of the hip, the polarstem stem standard 3 cemented pulled right out. The femoral head was explanted; it is unknown if the liner was explanted at the end, and so is its brand. The outcome of the patient was not reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that the attached photo was reviewed, but does not aid in the medical investigation of the clinical root cause of the suspected infection. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.